Event description:
On (B)(6) 2019, while connecting the leads to the subject pacemaker, the physician reportedly noticed that the patient's cardiac rhythm did not rise up from the spontaneous rhythm at 40bpm. He interrogated the pacemaker and found both lead impedances above 3000 ohm. The leads were disconnected and then reconnected; however, the issue was still present. The pacemaker was replaced by another reply d pacemaker, which delivered pacing immediately after connection of the leads.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200108 - file-2019-03506 - analysis_and_closure_report_resp-2020-00001.pdf].

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, while connecting oth xfine leads to the subject pacemaker, the physician noticed that the patient's cardiac rhythm did not rise up from the spontaneous rhythm at 40bpm. He interrogated the pacemaker and found both lead impedances above 3000 ohm. The leads were disconnected and then reconnected; however, the issue was still present. The pacemaker was replaced by another reply d, which stimulated the patient immediately after connection of the leads. The preliminary analysis of the returned device revealed a particle inside the case which caused a short-circuit, preventing pacing.